Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws. An attempt was made to apply the clip onto over-stressed surgical tubing, but the clip was unable to successfully close. On the next attempt, the indicator clip fired. The device was disassembled in order to inspect the internal components. It was found that the jaws were slightly bent. The pivot holes in the channel for the jaws were also deformed. The proximal end of the feeder was bent. The device was returned with 1 clip remaining indicating that 14 clips were fired by the end user. The damage to the jaws prevented the clip from closing and being successfully applied to over-stressed surgical tubing. It could not be determined exactly how or what caused the jaws to bend. However, based upon the observed damage, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips are jamming" was not confirmed based upon the sample received. However, a defect was found in the returned sample. Upon functional inspection, it was found that the jaws were slightly bent which prevented the clip from closing and being successfully applied to over-stressed surgical tubing. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that two appliers are dysfunctional, the clips are jamming. The clips could not be applied; another device was needed.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73j1800716 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two appliers are dysfunctional, the clips are jamming. The clips could not be applied; another device was needed.